Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a non-medtronic valve was implanted using this temporary pacing lead. The lead was removed following the surgery. The patient developed an aspergillus infection sometime after the surgery and had the non-medtronic valve replaced 5 days later. There are no specific allegations against the lead, however the health care professional (hcp) is reporting all the products used during that surgery. The hcp stated patient is doing well.